Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: endurant product ID: unknown, serial/lot#: unknown, ubd: unknown, UDI#:unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were implanted prophylactically in a valiant stent graft during the endovascular treatment of a 69mm abdominal aortic aneurysm. Endurant stent grafts were also implanted during the procedure. The patient was previously treated for an aaa with another manufacturer¿s stent graft system approximately five years previously. It was reported approximately two years later the patient was diagnosed with acute occlusion of the common femoral and the femoropopliteal artery in the right leg. The event was confirmed as resolved post unknown treatment. Per the physician the cause of the event is possibly device related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information received 26 feb 2019; it was reported that the occlusion was confirmed to be in right side affecting (etlw1616c124ee) and the bridging stent graft (etlw161693ee). A thrombectomy of the common femoral artery and femoral profunda artery followed by a fem-fem crossover bypass and fasciotomy was performed to resolve the occlusion. Concomitant medical products: updated section d information references the main component of the system. Other relevant devices are: etlw1616c93ee; s/n: (B)(4); use by date: 22-feb-2019; upn#: 00643169780613 etlw1616c124ee s/n: (B)(4); use by date: 09-mar-2019; upn#: 00643169780576. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B: 5 additional information two years and nine months post the index procedure, this patient had an infection of the fem-fem crossover prothesis. This event has been assessed as related to the event and having a casual relationship to the device (other). The patient underwent a reintervention procedure and had a replacement of the fem-fem crossover with autoloque material. This event resolved four days later. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.